Event description:
A 28 gauge PICC line placed successfully. The needle would not break and in attempting to break the needle the line was severed. The line was removed intact and a 24 gauge device placed.